Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03148, related manufacturer reference number: 2938836-2020-03149. It was reported that the pacemaker system was explanted due to infection.